Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that during preparation of a 3.5 x 8 mm nc trek balloon catheter, the protective sheath could not be removed. The device was not used. A non-abbott 3.5 x 8 mm balloon catheter was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.